Manufacturer narrative:
(B)(4). Lot 15b047 was manufactured between february 24, 2015 and february 26, 2015. The affected device was received for evaluation. Visual inspection on the returned device via the naked eye noted the button sticks up. The back-plate was also observed to be loose at one corner. The reported condition was verified. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back plate of an infusor patient control module was loose at one corner and the button was sticking up. This was noted during inspection by the pharmacy before patient use. There was no patient involvement. No additional information is available.